Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional testing was performed. The device passed the downstream (distal) occlusion sensor test and upstream occlusion sensor test. Flow rate accuracy test was performed and the device was within the expected range. The event history log review showed insert slide clamp alarm and tube load error alarm followed by shutting down due to power switch. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a system error and shut off while infusing continuous precedex during patient infusion in the medical surgical intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.